Manufacturer narrative:
Investigation - evaluation: a review of the device history record, drawing, manufacturing instructions, specifications and quality control data was conducted during the investigation. A review of the device history record (work order) confirmed that no nonconformances were recorded for final lot #ns7047729. Since the upicds-5.0-CT-otw-st-1110 is supplied with component parts, the device history record (ic6941292) regarding the complaint component (thtf-18sp-130-aust-st) was reviewed. One non-conformance, involving 2 devices, was recorded within the manufacturing department. This nonconformance was identified as "depth markings-incorrect size" with additional note "too much teflon removed." These devices were scrapped (discarded) prior to further processing. A complaint history search revealed this complaint #(B)(4) and related complaint # (B)(4)(catheter leakage) to be the only complaints associated with final lot #ns7047729, and this complaint #(B)(4) is the only one associated with component lot #ic6941292. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. It was reported that "the guide wire unraveled during placement." Of four wires returned from two upicds-5.0-CT-otw-st-1110 (lot #ns7047729) sets, one thtf-18sp-130-aust-st (lot#ic6941292) was observed to be unraveled with the distal weld connected to the coil but separated from the mandrel wire. The overall length, coil diameter, and solder were determined to be within the specifications defined by dwg_80139 ver.4, spec_80443 ver.6, and dwg_80045 ver.2, respectively, but the coil length could not be confirmed within specification since it had elongated. Although it appears that the distal weld separated from the inner mandrel, the root cause remains undetermined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigation activity is required at this time. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing placement of a turbo-ject power injectable catheter for an unspecified indication. The guide wire unraveled during placement. There are no reported adverse patient consequences related to this event. The device was received for evaluation. A follow-up report will be submitted upon completion of the investigation.